Manufacturer narrative:
(B)(4). Facility submitted a medwatch form to the FDA. Results of investigation from manufacturer of stand: upon examination of the returned unit, it had clear signs of wear and heavy use/abuse. This was evidenced by the marks, dents, and dings on the base and the post. Based on where the screws had failed (within the post), we were unable to extract the screw and confirm the material composition. A review of the device history record (unit was manufactured in 02-2011) confirmed that the correct screws were used (gcx part number fst-0018-82). The three screws in question are #10 x 2" oval head, type a, self-tapping screws per asme b18.6.4-1998. Based on the limited information that was provided, we were unable to determine the root cause of the failure.

Manufacturer narrative:
(B)(4): the customer did not provide details for the suspect medical device. Any additional information will be provided in a follow up medwatch form. Carefusion is still waiting for the device to be returned. Conclusion: at this time, the customer did not return the ventilator to be evaluated. It was reported to carefusion that they will return the rolling stand for evaluation. Carefusion is still waiting for the rolling stand.

Event description:
The customer reported that during a transport, the screws on the rolling stand that was holding the revel palmtop ventilator broke, causing the ventilator to fall off the stand and against the respiratory therapist. The customer stated that he cannot provide any additional information in regards to the patients condition.